Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads caused muscle stimulation on the patient near the pacemaker pocket several times. The pacemaker, ra and rv leads remain in service. No additional adverse patient effects were reported.